Event description:
It was reported that the versacross steerable access solution was selected for use. It was noted that a piece of versacross rf wire sheared off in the middle of the case. No further details provided. No patient complications reported. The device is not expected to be returned for analysis. Medsun# (B)(4).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.